Event description:
It was reported that during investigation of the mobile power unit (mpu), cosmetic damage to the outer jacket of the mpu patient cable and a mold separation around the power connectors were observed.

Manufacturer narrative:
Manufacturer's investigation conclusion the evaluation of the returned mpu-20820, performed at service depot, revealed a cosmetic damage to the outer jacket of the mpu patient cable and a mold separation around the power connectors were observed. The patient cable was replaced with a new cable and a full functional check was performed. The mpu passed all steps. There were no functional issues associated with the patient cable being reported. The patient handbook, rev d, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.